Event description:
Endoscopic clip applier failed to fire when attempting to ligate the cystic duct during a laparoscopic cholecystectomy. At the point of misfire, cystic duct was severed. Clip applier also failed to fire in 3 other attempts during this event.